Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested the fenestrated bipolar forceps instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the instrument log for the fenestrated bipolar forceps (part number 471205-17/ lot number k13220314 0205) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on a procedure on (B)(6) 2022 via system sl0887. The alleged instrument had 1 use remaining after this last usage. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the plastic at the fenestrated bipolar forceps instrument tip broke and had a missing piece. It is unknown when the breakage occurred and if a fragment fell inside the patient during procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the fenestrated bipolar forceps instrument plastic at the tip broken and a bit was missing. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-sept-2022: the fenestrated bipolar forceps instrument was broken. It is unknown when the damage to the instrument occurred. There were no tests carried out to determine if the missing part was still in the patient. The missing piece had not been found yet. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint "the plastic at the tip is broken". Failure analysis found the primary failure of thermal damage - exposed electrode to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. Upon visual inspection, there was no damage observed on the conductor wire. The instrument passed electrical continuity. The root cause of this failure is typically attributed to the user. Upon visual inspection, the bipolar yaw pulley was found to have a slight material missing. The size of the missing material is approximately 0.031" x 0.052" in size.